Manufacturer narrative:
One device was returned for analysis. The reported issue could not be verified or duplicated and was determined to be user error. Review of the event history log (ehl) identified ¿base task timeout¿ and ¿travel reverse error and check clutch/plunger lever¿. Service history review found no indication that the complaint was related to prior service activities.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has changed dose on its own while running on patient. There were a patient involvement and no harm.